Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. The presenting electrogram (egm) via remote monitoring showed no evidence of noise and all other lead diagnostics were acceptable. Boston scientific technical services (ts) recommended a remote monitoring interrogation to assess the most recent daily measurements and follow-up in clinic if needed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. The presenting electrogram (egm) via remote monitoring showed no evidence of noise and all other lead diagnostics were acceptable. Boston scientific technical services (ts) recommended a remote monitoring interrogation to assess the most recent daily measurements and follow-up in clinic if needed. No adverse patient effects were reported.